Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion. Device data was sent to engineering for review. Data analysis confirmed the cause was due to increased power consumption and recommended device replacement. This device remains in service. No adverse patient effects were reported.